Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: the returned goods lab analysis found blood in the guide wire lumen and on the balloon, which is consistent with guide wire advancement, handling, and may suggest possible advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The stent implant was dislodged from the balloon and was not returned. However, there were crimp marks visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacturing. The balloon had relaxed folds, which suggest positive pressure was applied to the device and is inconsistent with the reported information. The crimp marks could not be verified between the markers due to the inner member being bunched causing the markers to shift. The balloon was separated/detached at the proximal seal and the fracture faces were jagged. The inner member was separated in several places and the fracture faces were jagged. The entire length of the inner member inside the balloon was bunched. The soft tip was twisted and bunched and the distal shaft was stretched. There were multiple bends throughout the entire length of the hypotube. The guide wire used during the procedure was not returned; therefore, it is unknown how it may have contributed to the incident. The inner diameter of the guide wire could not be measured and guide wire resistance could not be checked because the guide wire was not returned. There was no report of any damages noted to the stent delivery system or stent implant during before, during, or after the procedure which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the guide wire resistance occurred as a result of interactions with the guide wire used during the procedure and/or as a result of damages to the device due to inadvertent user mishandling. Multiple attempts were made to obtain information from the account regarding the stent dislodgement and damages to the balloon, inner member, tip, and shaft, but to date no information has been received. It is possible that these damages occurred during the procedure or post-procedure during handling for return shipment; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a procedure in an unspecified vessel, after advancing a pilot 50 guide wire into the anatomy, an attempt was made to advance a 2.75x18 promus rx drug-eluting stent delivery system over the pilot 50 guide wire, but the promus became stuck and the balloon could not be advanced over the guide wire and into the anatomy. The promus was removed from the guide wire without resistance and another 2.75x18 promus rx stent delivery system was advanced over the pilot 50 without issue, and used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided. Returned goods lab received the stent delivery system without its stent, with the distal shaft separated into three pieces, and a separation at the proximal balloon seal.